Event description:
My surgeon used the medtronic infuse which caused me pain and required met to see a doctor frequently after the surgery and has me constantly worried about whether or not things will get worse.